Manufacturer narrative:
One 2426-0007 infusion tubing set and one photo were received with the customer's complaint of bubble in line. The complaint can be verified with the photo alone due to ballooning pump segment. The tubing was visually inspected then primed and infused at a rate of 100ml/hr for an hour with no issues. The root cause of this issue is unknown because the failure could not be replicated. This issue has been seen in the past as a result of improper administration of fluids at smartsite port above silicone pump segment. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air bubbles. The following information was received with the initial reporter with the following verbatim. It was reported by the customer that they recently experienced an event where a bubble formed in the rubber portion of the tubing.